Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a physically damaged (B)(4) on the distribution node (dn) pca. The root cause of the physically damaged (B)(4) was unable to be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(6) and reported that the electrode belt was unable to communicate with a monitor.